Event description:
It was reported one day after implant that the patient's right atrial (ra) lead had dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.